Manufacturer narrative:
Further information was requested. A review of the manufacturing records for the device is being conducted. Also was implanted (B)(4). The date of the aneurysm enlargement and the reintervention is unknown, the date of hospitalization (B)(6) 2012 will be used as a date of event.

Event description:
On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The computed tomography angiography (cta) showed the aneurysm diameter was 58mm. The patient tolerated the initial procedure. On (B)(6) 2011, the follow-up exam showed that the aneurysm size was 58mm. On (B)(6) 2012, the patient was hospitalized for aneurysm enlargement. On an unknown date in (B)(6) 2012, the patient underwent an embolization procedure to fix a type ii endoleak from lumbar arteries and the aneurysm enlargement. On (B)(6) 2012, the cta showed that the diameter of aneurysm was 59.3mm. On (B)(6) 2012, the size of aneurysm was 53mm. Further information was requested.